Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a pocket erosion and presented in clinic. The patient¿s insertable cardiac monitor had came out due to erosion. No re-implant was performed. The pocket site healed well and the patient was stable after the event.